Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message, which was confirmed during archive data review and functional testing. The brake body was seized by rust/corrosion, preventing the brake from opening/closing during activation, resulting in fault code 16, likely due to user maintenance. Frequent daily device checks and storing the autopulse platform in a low-humidity location could help prevent the brake gap from seizing. The archive data was reviewed and revealed fault code 16 around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The inspection found the brake gap seized, resulting in fault code 16. Ipa (isopropyl alcohol) was used to clean and unseize the brake gap. After cleaning, the brake gap was inspected and verified to be within specification. The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message. No patient involvement.